Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and critical pump error on the screen while swimming. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer experienced low blood glucose level 7 mg/dl and was treated with food. Customer was not using insulin pump within 48 hours of the reported low blood glucose event. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged critical pump error (open book image) alarm, exposure to moisture, ems dispatched and visit to emergency room for low bgs found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. No fatal critical alarms or three consecutive critical handling alarms found in the history files. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms found the detail trace file on 7/22/2022 at 7:24:09 pm and 7/22/2022 at 7:25:02 pm. Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. A cracked retainer was confirmed. Unable to verify customer alleged for low bgs. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Concomitant products have been provided with this report in section d10. Product problem was updated in section b1. Type of reportable malfunction was updated in section h1/h2. Health effect clinical code has been updated and provided with this report in section h6.

Event description:
The spouse reported that the customer went to the emergency room via emergency medical transport on (B)(6), 2022 due to hypoglycemia. Blood glucose at time of the event was 7 mg/dl (per sap). Symptoms that were reported with the event included shaking, sweating, anxiety, mental confusion, belligerence, weakness, fatigue and the inability to follow simple commands. User was treated with dextrose by emergency medical transport and food at the emergency room. Blood glucose at the time of the call was 75 mg/dl. User was sleeping prior to the event. The device was returned or the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. No fatal critical alarms or three consecutive critical handling alarms found in the history files. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms found the detail trace file on 7/22/2022 at 7:24:09 pm and 7/22/2022 at 7:25:02 pm. Pump error 63 alarm was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. A cracked retainer was confirmed. Unable to verify customer alleged for low bgs. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.